Event description:
Reportedly, as a clip applier was inserted through the cannula, shavings disengaged from the cannula into the patient cavity and were subsequently retrieved from the cavity to complete the case without further incident. Patient status: no patient injury reported.